Event description:
On (B)(6) 2013 the patient contacted animas alleging that the ok keypad button is intermittently unresponsive and that on (B)(6) 2013 she experienced elevated blood glucose (bg) of 486mg/dl with vomiting related to the ok button issue. The patient stated that the ok keypad button responsiveness issue began a couple of months ago. The patient stated that two boluses were not delivered as programmed due to the button issue, resulting in the elevated bg. The patient stated that with the first bolus for breakfast, she did not realize the bolus had not delivered, but after the second bolus to correct for elevated bg, the patient checked the bolus history and then realized neither bolus had delivered. The patient stated that she was able to treat on her own with the pump and did not require medical intervention. The patient stated that her bg returned to normal. The patient was advised to discontinue insulin pump therapy and go on a back-up plan for insulin delivery. The patient confirmed she had a back-up plan but stated she would remain on the pump until the replacement pump arrived. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an alleged keypad button malfunction.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: history review shows that total daily insulin deliveries add up correctly and reflect user's programmed basal rates targets. All boluses performed including (B)(6) 2012 were completed, no canceled boluses are observed. The pump powers "on" and primes normally. The unit was exercised for 24 hours, no alarms occurred during testing. The pump passes (B)(4) test to confirm that it is able to deliver within the requirement. Opened the pump, no intermittent condition is found to the flexes or to the pcb. No moisture ingress is observed inside the unit. The keypad rubber is undamaged. All buttons respond normally, no hypersensitive keys were observed . The keypad was removed from the base, contamination was observed to all key contacts. Unrelated to the complaint, evaluation revealed the display lens was scratched.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.